Event description:
While servicing the ventilator, the MFR's svc tech reported the ventilator shut down in diagnostic mode when the backup battery test was being performed. The ventilator was not in use at the time, therefore, there was no patient involvement or harm. The svc tech reported when the ventilator was being tested using ac power, and the ac power was discontinued, the ventilator shut down and did not transition over to the backup battery that was in place. The service tech reported the backup battery was fully charged. The svc tech replaced the power supply to correct the finding. Extended self testing (est) and performance verification testing was completed, and all tests passed per operating specifications.

Manufacturer narrative:
Na